Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a4, b5, b7, h6, and h8.

Event description:
Additional details provided noting that the injection was across multiple small aliquots and one of the spots in which approximately 0.02mls was injected had immediate blanching and then ultimately turned red and got occluded. Capillary refill time was monitored. 2mls of diluted hyaluronidase with nss was injected. Event reportedly resolved a week later.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional self-injected juvéderm® volite¿ resulting in redness which they believed to be vascularo occlusion. The product was dissolved on the same day.